Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage testing was performed and passed successfully with no issues relating to the report condition. Pressure and functional testing were performed and failed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing on a radiation sterilized extension sets cracked near the male port and was leaking. There was no patient injury or medical intervention associated with this event. No additional information is available.